Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal portion of the lead was flexed and the conductor was fractured. Concomitant product: 5554-45 (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the medical institution because of "feeling discomfort." An electrocardiogram revealed that the ventricular lead showed a loss of pacing, varying impedance and noise. The ventricular lead was explanted. It was also reported that the atrial lead was partially fractured "but it is continuously used because sensing can be used without problem." The atrial lead remains in use. No patient complications have been reported as a result of this event.